Event description:
It was reported that t:slim X2 pump battery would not charge properly and battery level continued to drop even though pump showed that it was charging, and customer later reported that pump shut down after this battery charging issue and a shutdown alarm occurred before pump turned off. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of Tandem charging cable, wall adapter, and working outlet, followed instructions to leave wall adapter plugged into working outlet for at least 30 minutes, and reported that pump began charging using original supplies. Customer was advised to monitor and call back if issue persisted and acknowledged these instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.